Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3487a-45, lot# j0546552v, implanted: (B)(6) 2005, : product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0546552v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb3991, implanted: (B)(6) 2003, product type: lead. Product ID: 748940, serial#(B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4)

Event description:
The consumer and a manufacturer representative reported that the patient's implantable neurostimulator (ins) on the right side was discharged (depleted). The patient spoke to the manufacturer's representative 2 weeks ago (B)(6) 2015) regarding doing a trickle start on the device. The patient met again with a manufacturer representative on (B)(6) 2015 and the implantable neurostimulator (ins) would not communicate with either of 2 clinician programmers. The recharger would not communicate either. The ins was found to be in overdischarge. The patient was not feeling stimulation. They last felt stimulation a couple of months prior to the report. The patient noted that they would charge up their ins and then stimulation would stop suddenly. It was thought that the patient tried to charge their ins but never got the expected charging screen. The device was not working and not able to be charged. The patient was being scheduled for replacement at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.